Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the suction was very difficult to verify. The site was able to verify after manipulating the suction. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the procedure type was a functional endoscopic sinus surgery (fess).

Manufacturer narrative:
The suction was returned to the manufacturer for analysis. Analysis found that the returned straight suction was not able to verify when attached to a known good tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.